Event description:
It was reported that the device was explanted on (B)(6) 2021, it is unknown if the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 24 may 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.